Event description:
Healthcare professional reported that tissue expander was implanted for more than 6 months.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of deflation and use error received on december 17, 2020, with lot number 3178954. Analysis of the returned device identified: opening on radius, yellow particles in the shell and wear abrasion. Leak test and microscopic analysis was performed which identified: crease sharp opening and crease fold. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown style tissue expander deflation on unspecified side. The device status is unknown.